Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 115 mg/dl.